Manufacturer narrative:
Date rec'd by MFR: 10may2019. MFR site: correction. A touchscreen assembly was returned to the failure investigation (fi) lab for evaluation. Visual inspection of the touchscreen assembly revealed no damage or contamination. The touch screen was installed into the fi test graphical user interface (gui) assembly. An attempt to boot into the diagnostic mode was made, an attempt to perform touchscreen calibration was made, and an attempt to exercise the screen in the touch screen diagnostics menu was made by moving a finger slowly from one corner diagonally across the screen to the other corner and back to the starting point. The ventilator did boot into the diagnostic mode and deliver breaths, however, the touchscreen calibration did not pass, the touch points shifted down and to the right the closer you get to the damage, and the menu changes worked intermittently. It was also noted that the flex circuit resistance verification did not pass. The root cause of touch screen failing was due to out of specification resistance. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
On (B)(6) 2018. On (B)(6) 2018. The manufacturer's field service engineer (fse) confirmed the reported issue and replaced the defective touch screen. The unit successfully passed the required performance verification test.

Event description:
The customer reported touchscreen failure. Multiple attempts were made to calibrate touchscreen. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user. The event date was not specified; estimate used.